Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred after the pump fell out of the customers pocket. Additionally, it was reported that the pump touchscreen was cracked. Customer's blood glucose level was 151 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.